Manufacturer narrative:
The driveline cap associated with implant kit hw29863 and driveline extension cable (lot no.1311222) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, possible root causes of the reported event may be attributed to multiple factors, including but not limited to improper handling, damage to the extension cable connector/driveline cap, over tightening of the extension cable and the driveline cap to the driveline cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
While performing a wet test on device, the user had great difficulty disconnecting the driveline extension cable from the device which required another user to disconnect with some difficulty. Tunnelling bullet was also difficult to disconnect from device. Driveline inserted into controller without difficulty. Clinical coordinator verified that driveline connector appropriately moved into unlock position. It was further reported that there was difficulty with driveline connector. Device remains in use. No further information received at this time.